Event description:
It was reported that the "collimator stepping motor" was not working correctly. The collimator on the system was malfunctioning and would not allow fluoro. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced during the service call. The system was tested and found to be working as intended and put back into service.